Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was experiencing pain associated with her device pocket. The patient reported that the device was turning within the pocket. A revision procedure was performed wherein this pacemaker was repositioned to the sub-muscular plane. No additional adverse patient effects were reported. The device and associated leads remain in service.